Manufacturer narrative:
A used sample was received to perform an investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the returned tracheostomy tube was performed at 12 inches from the device under normal lighting and no discrepancies were found. Functional testing of the unit was performed using 5cc of air. The cuff inflated without problems. The reported problem was unable to be confirmed. No root cause could be determined as the complaint could not be confirmed. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during hospital pre-test of the tracheostomy tube, the balloon would not inflate correctly. No patient injury was reported.